Manufacturer narrative:
Investigation included customer contact and arranging additional user training. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that the device will remain in use with further training and monitoring, with no evidence identifying a device malfunction as the cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that while using the ilet bionic pancreas, the user experienced recurrent hypoglycemia with a documented lowest blood glucose of 55 mg/dl and described difficulty recovering from lows, prompting additional pump training. Symptoms included severe lethargy, dizziness, distress, confusion, anxiety, and prolonged malaise. Outcomes included urgent low glucose events and alerts indicating urgent low and low glucose.